Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The implantable neurostimulator had come loose in the pocket, so it was repositioned on (B)(6) 2021.